Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the maxplus connector stuck down, the connector was mated to a central line attached to a primary line. The user stated that ¿due to the event the patient could have needed more antibiotics and caused a longer hospital stay¿ however it was reported that the patient did not receive antibiotics or extended hospitalization due to the event.